Event description:
A blankey caught fire as a result of being placed in contact with the coil cable and simultaneously being pressed against the magnet bore during a scan. The cable was looped against the side of the magnet, placing it inside a high rf field. This was not in accordance with instructions provided in the user documentation. The requirement for proper surface coil cable routing is clearly stressed through numerous warnings in the operator's manual. The operator did not follow the directions in the operator's manual.